Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. The ok, up, and down arrow keypad buttons were intermittently unresponsive during testing. During investigation, evidence of adhesive contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down, and ok buttons required increased force to activate and were intermittently responding to presses. The patient denied any damage to the keypad. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of the keypad response issue.